Manufacturer narrative:
(B)(4).

Event description:
Additional information received confirmed a lead migration. It was also noted that the severity of the incident was mild, and the patient recovered without sequela.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pt experienced a lead protruding through the skin on his forehead. The exposed lead was then cut and allowed to retract. All impedances were within limits except for the electrode that was removed. The device was reprogrammed and good coverage was reported. The pt was discharged on antibiotics.